Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of component damage was received from the customer. Pictures were provided by the customer that shows the damage of the connection site between the burette and the rest of the set. Three samples were returned for investigation. All three samples had either component damage or kinking at the connection site of the burette and tubing. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause was identified as an incorrect assembly method (excess solvent added) that facilitates the formation of hard kinks that impede or restrict fluid flow. These kinks can lead to the components breaking and separating.

Event description:
It was reported that unspecified bd¿ tubing came apart on 3 occasions. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. It was reported that there was a tubing incident.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m came apart on 3 occasions. The following information was provided by the initial reporter: material #: 10015012 batch/lot #: 20077322 it was reported that there was a tubing incident.

Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): tijuana, mx b.5. Describe event or problem: it was reported that as lvp bur 20d low sorb smbore ss 0.2m came apart on 3 occasions. The following information was provided by the initial reporter: material #: 10015012 batch/lot #: 20077322 it was reported that there was a tubing incident. D.1. Medical device brand name: as lvp bur 20d low sorb smbore ss 0.2m d.2. Medical device catalog #: 10015012 d.3. Medical device manufacturer: tijuana, mx d.4. Medical device expiration date: na d.4. Medical device lot #: 20077322 d.4. Unique identifier (UDI) #: (B)(4) g.1. Manufacturing location: tijuana, mx h.4. Device manufacture date: 2020-07-24.